Manufacturer narrative:
Update (B)(6) 2011 - medical records were received. The revision operative report indicates that during the revision surgery corrosion was encountered at the junction between the neck and the head of the femur. The complaint was reopened to add the femoral stem and adapter sleeve. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. A review of material certifications and device history records the device history records by depuy warsaw did not identify any related manufacturing deviations or anomalies. The investigation could draw no results with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to metal ions. **update** 11/22/2011 - medical records were received. The revision operative report indicates that during the revision surgery corrosion was encountered at the junction between the neck and the head of the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.